Manufacturer narrative:
Because the complained product was not available another sample label was inspected. On the label is defined and printed that this product is a sample and non-sterile. It is printed that it shall not be used for implantation. The complaint is attributed to an off label usage.

Event description:
A sample of hydroset was sent to purchasing for a tender, and for purchasing to have a look at product. The label states "non sterile, not for pt use." The sample was passed on to nurses to have a look at it, which they then used in a pt. They were aware it was a sample product. The surgeon is aware that it was a sample, but not sure if he knew that it was non sterile.